Manufacturer narrative:
Unit was returned for power error and was confirmed in the formatted history file. Detail trace analysis confirmed the pump alarmed power error was triggered due to connector resistance issue j6. After disconnecting and reconnecting the internal battery connector at j6 pcba 1, the unit was monitored and functioned properly. Then the power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Unit had minor scratched display window, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had that the insulin pump received power error detected. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.